Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received 8 shocks due to noise. The lead integrity alert triggered and the lead was found to be fractured. During attempted extraction the svc coil did not come out and appeared to have stretched, bringing into question whether the insulation over the svc coil was intact. The lead was capped and replaced. No patient complications have been reported as a result of this event.